Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an eventhroplasty procedure on an unknown date and suture was used. At the time the suture was cut, they were performing a plane closure of the abdominal wall in surgery. Three units were used that were cut when tying, all 3 belonged to the same lot. The procedure not delayed due to the reported event, and completed successfully. No fragments were generated. No adverse patient consequences were reported.